Manufacturer narrative:
We are awaiting add'l details regarding the incident and will submit the follow up report once the eval is completed.

Event description:
Report received that while advancing the stent to the hepatic artery, the balloon was inflated and the stent migrated off the balloon. The stent was pushed to the right hepatic artery.